Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported there was high impedance that was identified via device interrogation on (B)(6) 2015. No actions had been taken. Etiology was noted as related to the device or therapy and possibly related to the implant procedure. It was reported there were no symptoms and the outcome was unresolved with no further actions planned. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had no symptoms. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The etiology was updated to state the issue was related to the device or therapy, and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The etiology was updated to state the issue was related to the device or therapy, and no related to the implant procedure. It was stated that there has been no intervention planned or taken as the contacts are not in use and the patient has comfortable programming. The cause of the issue was not determined, but it was stated to be due to a malfunction.